Event description:
It was reported that the patient performed a system controller exchange due to a battery fault alarm that did not resolve by changing the power sources. The patient was reeducated on the need to call the healthcare team prior to exchanging controllers. The patient was seen in the clinic on (B)(6) 2024 and the backup controller was interrogated. It looked like the patient had replace backup battery alarm but on inspection, the backup battery appeared to be functioning appropriately and passed self test. The event log file confirmed the backup battery fault alarms on 20mar2024 at 2229 to 2234. The emergency backup battery (ebb) fault was due to the ebb failing load test. This can occur with poor connection between the ebb and ebb cable. Reseating the ribbon cable resolved the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing backup battery fault alarms was confirmed via analysis of the submitted log file. Although the heartmate 3 system controller (serial number (B)(6)) was exchanged, it was not returned for analysis. The submitted controller event log file contained data spanning 2 days (17apr2024 ¿ 19apr2024 per the timestamp). The log file captured an atypical backup battery fault alarm active on 20mar2024 from 22:29:25 ¿ 22:39:51 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the allowed threshold as compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed and the alarm was active until the last event in the log file. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.